Manufacturer narrative:
Concomitant medical products: 383059 lead, implant date: (B)(6) 2010; addr01 ipg, (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant of the right ventricular (rv) lead the patient experienced a pericardial effusion and a perforation was suspected. The rv lead was explanted. No further patient complications have been reported as a result of this event.